Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code - conclusion code is being updated for this event.

Event description:
Additional information was received from the company representative (rep) via the return paperwork indicated the pump was replaced on (B)(6) 2017. The doctor wanted the pump analyzed for underinfusion. It was noted there was no patient injury and the patient recovered without seqeula. The patient experienced a sudden loss of therapy. A rotor study and dye study were not performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable pump serial number (B)(4) revealed the following: the returned pump passed all functional testing in the laboratory, including: the pump alarm function was within specification. The catheter access port (cap) was aspirated and found to be patent. The pump tested within specification for dispense accuracy during both the 300 ul/day test as well as the 24,000 ul/day test. No anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (hydromorphone) (8.4 mg/ml at 3.6970 mg/day), fentanyl (13.0 mg/ml at 5.722 mg/day), and bupivacaine (20.0 mg/ml at 8.802 mg/day) via an implantable pump for non-malignant pain. It was reported that, starting in (B)(6) 2016, the patient had more medication in their pump than expected at each refill. This was also reported as a volume discrepancy. The patient did not know the volume information, such as the expected versus actual volumes, but stated that the discrepancies had increased up to 9 ml being left in the pump. The patient stated their pump was going to be replaced. There were no reported symptoms. No further complications were anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care professional indicated that it was unknown as to whether the patient experienced any symptoms related to the volume discrepancy. The cause of volume discrepancy was unknown. The pump was scheduled to be replaced on (B)(6) 2017. The patient¿s weight at the time of the event was not known.